Manufacturer narrative:
The device has not been returned to any of the olympus locations. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the device. [First time; (B)(6) 2021]: pseudomonas aeruginosa (10-100 cfu/ml), stenotrophomonas maltophilia (10-100 cfu/ml). [Second time; (B)(6) 2021]: staphylococcus warneri (1 cfu). [Third time; (B)(6) 2021]: staphylococcus epidermidis (10-100 cfu/ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope gallay, using soluscope a, p & l. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to the service department of olympus (B)(4) pty ltd for inspection. The inspection confirmed followings; the angulation range of the bending section was insufficient. The adhesive on the bending section rubber was cracked. The insertion tube was buckled. The coating on the insertion tube had peeled off. The scope connector was damaged. The air / water supply cylinder was damaged. The suction cylinder was damaged. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus (B)(4) pty ltd was not capable of performing culture tests. Therefore, the device could not be additionally cultured tested. The exact cause of the reported event could not be conclusively determined. However, olympus medical systems corp. (Omsc) assumed that the reported event was caused by followings; bacteria remained because the user facility did not reprocess the device according to the instruction manual. Bacteria were contaminated during culture test sampling. The instruction manual provides preventive measures against the reported failure mode. If significant additional information is received, this report will be supplemented.